Event description:
It was reported that during percutaneous transluminal coronary angioplasty, a vessel perforation occurred. The lesion was located in the left anterior descending (lad) artery. The physician placed the luge guide wire in the distal lad. The wire was pulled back to reposition, and resistance was felt. Contrast was injected, and a small perforation was reported. Several attempts were made to seal the perforation with an unspecified balloon. An unspecified stent was advanced to the area of the perforation and deployed. The procedure was completed successfully. The patient's condition is reported as "fine." Further information was requested, but is not available.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation, therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.